Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The lesion was located in a mildly calcified and tortuous circumflex artery. The physician did not try to predilate and he attempted to cross the lesion with the 2.50x16mm taxus liberte stent, however, he was unsuccessful. The stent was pulled back in to the guide and the stent strut was lifted up. The stent stayed on the balloon and did not dislodge. A 2.5x12 quantum maverick was used then to predilate. It was inflated for thirty seconds at twelve atmospheres. Then used another 2.5x16, taxus stent and completed the procedure. The pt status is listed as ok with no complications reported.